Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon evaluation of the customer¿s device, physio-control observed that the device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The replaced therapy pcb assembly was further evaluated by physio control. It was observed that the root cause of the reported issue is shorted diode d12 on the therapy pcb assembly.

Manufacturer narrative:
Physio control evaluated the customer's device and verified the reported issue. After the therapy pcb assembly was replaced, a proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon evaluation of the customer¿s device, physio-control observed that the device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. There was no report of patient use associated with the reported event.